Event description:
The pt had a bilateral wallstent that had become occluded in the iliac artery. The decision to insert a genesis stent distal to the wallstent was made. During insertion of the genesis stent, the device maldeployed. During ballooning, the iliac artery ruptured distal to the device. A .025 guide wire was used to bridge the perforation but attempts to gain access through the lumen of the existing stents failed. An attempt to bridge the rupture with the viabahn endoprosthesis was unsuccessful because it was unable to pass through the two other stents. During the attempt, the viabahn device came in contact with the two other stents. The clinician withdrew the 11fr introducer sheath and decided to insert the viabahn device bareback. When the device was placed distal to the two other stents and deployed, 1cm of the device deployed and the deployment line broke. A vascular surgeon made an incision directly over the device and removed the viabahn device from the artery. The artery was then closed surgically. The procedure was completed with no further incidents interventionally using 3 more viabahn devices. The pt was reported in stable condition.